Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The incident information was reviewed; however, there was no reported device malfunction and the product was not returned as the stent remains in the patient anatomy. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Angina and stenosis are listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2013, a 3.0x8mm xience prime stent was successfully implanted in the ramus coronary artery and the patient as discharged home the following day. On (B)(6) 2016, the patient was admitted to the hospital for unstable angina and elevated troponin was noted. Another coronary percutaneous intervention was performed, placing an unspecified stent in the re-stenosed 3.0x8mm xience prime stent. On (B)(6) 2016, the event resolved without sequela and the patient was discharged from the hospital. There was no additional information provided.

Manufacturer narrative:
(B)(4). The xience xpedition referenced is filed under a separate medwatch report number.

Event description:
Subsequent to the initial/final medwatch report, additional significant information was obtained: on (B)(6) 2014, a follow-up coronary angiogram was performed, displaying stenosis in the proximal 3.0x8mm xience prime stent. A 3.0x12mm xience xpedition was implanted as treatment. On (B)(6) 2016, the patient visited a hospital for chest pain and a cardiac echocardiogram was performed without positive results. Medication was prescribed. Later that same day, the patient experienced chest pain again and was transferred and subsequently admitted to the hospital. The chest pain improved; however, elevated troponin was noted. While in the emergency room, st elevation was confirmed; however, no myocardial infarction was diagnosed. An emergency coronary angiogram was performed. The 3.0x8mm xience prime stent in the ramus coronary artery lesion was 75% re-stenosed. The proximal edge of the xience xpedition stent was 99% re-stenosed. A non-abbott stent was implanted as treatment for both re-stenosed stents. On (B)(6) 2016, the patients condition improved and was discharged from the hospital.